Manufacturer narrative:
The insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump received with cracked case at display window corners, cracked display window and minor scratches on lcd window.

Event description:
Customer reported that the insulin pump had a button error. Customer stated that the insulin pump had been exposed to sweat due to it being hot. She was advised to discontinue use of the insulin pump and revert to a backup plan. The blood glucose reading was 93 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.